Event description:
This pt had a right total knee arthroplasty in 2003. The pt has been experiencing pain and significant medial laxity. They were admitted for a total right knee revision. During the procedure all knee components were removed and replaced.